Manufacturer narrative:
Concomitant medical product: guidewire: (B)(4) visiglide 0.025 inch. (B)(4), (side-car push-back). A visual examination of the returned device found residue present indicating device use. Furthermore, it was noted that the side-car presented push-back and was collapsed. Functionally a guidewire was loaded into the side-car but was unable to pass. The condition of the returned incident device was consistent with the complaint; guidewire could not be inserted. However, during device evaluation it was noted that the side-car presented push-back and was collapsed. The most probable root cause is operational context as it appears that the sidecar became collapsed during insertion into the scope or attempted use. A review of the device history record (DHR) was performed; no anomalies were noted. (B)(4).

Event description:
It was initially reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a bile duct stone removal procedure performed on (B)(6) 2010. According to the complainant, during the procedure, the guidewire could not be inserted into the rx port of the device. The procedure was completed with another trapezoid rx lithotripter compatible basket device. Reportedly the device was inspected/tested prior to use and no anomalies were noted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; side-car push-back.